Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device and a photo have been returned for evaluation; the evaluation identified material twisted / bent. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806060j port & catheter allegedly experienced material twisted / bent. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.